Manufacturer narrative:
This 3500a form, report number . Is an identical copy of failed 3500a form submission, report number 3009144-2025-00005 originally submitted on 04aug2025. The original 3500a form failed at ack3 due to the following error: only one PMA/510(k) is allowed per report . This error has been corrected. A CAPA was opened to prevent reoccurrence of the failed submission.

Event description:
Patient was implanted on (B)(6) 2025. Patient was seen in follow up for therapy activation on (B)(6) 2025 and a small scab was noted at incision site amd provider noted that the site looked good. Patient was to be seen for follow up on (B)(6) 2025 by our team but did not show for scheduled appointment. Patient's provider reached out to the patient on (B)(6) 2025 and the patient. Informed the provider that the system was explanted on (B)(6) 2025. The patient also informed the provider that he had developed an infection and the pocket was opening and you could see the wires. Antibiotics were prescribed but the infection did not resolve. Patient went to the ER due to fluid drainage at incision site and the ER physician recommended he have the device. Removed for fear of sepsis. As we were not present at the explant, our team reached out to the implanting ep for further details and ep noted that the cultures obtained during explant were negative.